Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported that patient lost therapy and ipg deemed inoperable by an abbott representative. As such, surgical intervention may be planned to address the issue.